Event description:
Both of my silicone breast implants ruptured and leaked throughout my body. I was incredibly sick for years and had to have several lymph nodes taken out. I had autoimmune issues, heart palpitations, rash all over my back, extreme pain, tremors and fainting. I was a 100% healthy person before these and I was unable to work for a long period of time or take care of my family. I had them removed and I am completely back to health.